Event description:
It was reported that during patient use, the ventilator went down. The patient was removed from this ventilator and placed on an alternate ventilator without any reported patient harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the device and could not duplicate the reported event. The ventilator was run overnight and no alarms or error codes occurred. The device passed all testing and was placed back in service.

Manufacturer narrative:
(B)(4).